Event description:
Customer reported that their pump screen was dark and unresponsive. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite troubleshooting efforts, cts determined the pump could not be fixed and decided to replace it. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. The customer was informed about receiving a replacement pump with updated software and was advised on the steps to follow upon receiving the new device. The customer acknowledged these instructions and will return the faulty pump within 10 days.